Manufacturer narrative:
H6: investigation summary: one unused primary set, model 2420-0500 lot 20063012, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's male luer was disconnected from the tubing. No other defects were observed. The customer's complaint that the terminal luer connector came off was verified. A device history record review for model 2420-0500 lot number 20063012 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been properly applied to the tubing during the assembly process. We have funded a project to prevent future occurrences of this type. As part of the action plan, operators will review the correct use of fixtures and equipment and the training area will be reinforced with more support. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d dehp 2ss cv came apart. The following information was provided by the initial reporter: material #: 2420-0500 batch/lot # 20063012. It was reported that the primary line from the terminal luer connector came off.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 2ss cv came apart. The following information was provided by the initial reporter: material #: 2420-0500 batch/lot # 20063012. It was reported that the primary line from the terminal luer connector came off.